Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke during usage. The catheter broke outside of the patient. This event occurred on the 13th day of usage. The user stated that it was confirmed at the facility side that the catheter was caught by something while transferring the patient, and it applied strong force.

Manufacturer narrative:
The reported issue was confirmed. Per visual inspection, the catheter was a break between the shaft and the funnel. Under 10x glass magnifier it was noted that the breakage site has jagged edges were observed on the damage site, no disconnection occurred. Per dimensional evaluation, the sample was found within specification. The catheter was dissected from the shaft to take measurements and results were as follow: od = 0.17834¿ (per dwg1074d, rev.2 dimension a=0.180¿±0.010¿). Wall thickness, (dimension b), 0.03745¿ (per specification, 0.035¿±0.008¿), wall thickness, (dimension d), 0.02225¿(per specification, 0.022¿±0.005¿), wall thickness, (dimension e), 0.02146¿(per specification, 0.023¿±0.005¿), wall thickness, (dimension I), 0.03559¿ (per specification, 0.035¿±0.008¿), wall thickness, (dimension j), 0.03933" (per specification, 0.035¿±0.008¿). No other defects were observed on the returned catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Corrections: MFR site.

Event description:
It was reported that the catheter broke outside of the patient during use. This event occurred on the 13th day of usage. The user stated that it was confirmed at the facility, that the catheter was caught by something while transferring the patient, and it applied strong force.

Manufacturer narrative:
The reported issue was confirmed. Per visual inspection, the catheter was disconnected between the shaft and funnel. Per dimensional evaluation the sample was found within specification. The catheter was dissected from the shaft to take measurements and results were as follow: od = 0.17834¿ (per dwg1074d, rev.2 dimension a=0.180¿±0.010¿). Wall thickness (dimension b)= 0.03745¿ (per dwg1074d, rev.2 =0.035¿±0.008¿) wall thickness (dimension d)= 0.02225¿(per dwg1074d, rev.2 =0.022¿±0.005¿) wall thickness (dimension e)= 0.02146¿(per dwg1074d, rev.2 =0.023¿±0.005¿) wall thickness (dimension I)= 0.03559¿ (per dwg1074d, rev.2 =0.035¿±0.008¿) wall thickness (dimension j)= 0.03933" (per dwg1074d, rev.2 =0.035¿±0.008¿) no other defects were observed on the returned catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter broke during usage. The catheter broke outside of the patient. This event occurred on the 13th day of usage. The user stated that it was confirmed at the facility side that the catheter was caught by something while transferring the patient, and it applied strong force.